Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at the distal end of the hypotube. A piece of the core remained in the hypotube. The coils remained intact with the distal end of the core. There were three kinks in the core, 2 mm distal to the separation and 2.5 and 12.5 cm proximal to the tipball. There were offset coils sporadically throughout the intermediate coils, 2 and 9 mm distal to the separation and 1.5 cm proximal to the center solder. There was no other damage noted to the guide wire. The proximal end of the core, proximal to the separation, was advanced through a hole gauge. There was no resistance noted. The hole gauge did not advance over the offset coils. This did not meet manufacturing criteria. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned without any blood or contrast visible. During the evaluation, the reported separation was confirmed. Although not reported, there were also several kinks in the core distal to the separation, along with offset coils noted sporadically throughout the intermediate coils. In this case, the patient's anatomical information was described as having moderate tortuosity and moderate calcification with a 95% stenosis. It is possible that due to the challenging anatomy, along with the calcified lesion site, the clearance between the guide wire and ivus may have been reduced. Any attempts to move the guide wire or ivus in this reduced clearance condition can cause the coils to offset. Once the coils are offset, this would increase the diameter of the guide wire and likely cause the ivus and guide wire to become stuck together as reported. With the ivus and the guide wire stuck together, attempts to remove the guide wire may cause the guide wire core to kink, which is consistent with the kinks noted during the evaluation. Furthermore, if force is applied while trying to remove the guide wire once kinked; the guide wire may ultimately separate. A sem analysis was performed and the results suggest that the core failure may be attributed to a ductile overload at a bend. This is consistent with the core being kinked or bent prior to separating as mentioned above. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint, and there have been no other incidents reported for this part and lot combination. Based on the case description and the condition of the returned guide wire, the resistance encountered and damage to the wire appear to be related to conditions during the procedure and/or interaction with the ivus catheter. There was no damage noted prior to use and there is no indication to suggest a product related deficiency. Product performance engineering will monitor the incident circumstances. To ensure a separation does not occur as a result of manufacturing, a tip pull test at the hypotube is performed on all guide wires during manufacturing. Additionally, 100% outer diameter inspection is performed of all wires prior to packaging and quality control performs on line reliability testing to verify the product quality. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the target lesion was the atrioventricular branch of the rca with moderate tortuosity, moderate calcification and 95% stenosis. After crossing the lesion with the balance hc guide wire, an ivus was delivered. After performing ivus an attempt was made to remove it, but the ivus and the guide wire became stuck together. When the devices were pulled on, the guide wire separated inside the patient, around the lesion. The separated distal piece came out with the ivus; therefore, nothing remained in the patient. There were no reported patient effects. No additional event or patient information is available.